Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the right atrial lead was explanted and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The noise was reproducible in clinic with isometrics and pocket manipulations. It was confirmed that the lead exhibited far field r-wave oversensing and crosstalk. The device was reprogrammed. X-ray revealed that there was damage to the suture sleeve as it was tied too tightly. No further device intervention was performed. No patient symptoms were reported. Patient will continue to be monitored.